Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads . Upn: m365sc8216500 . Model: sc-8216-50 . Serial: (B)(6). Batch: 7076240 . Product family: scs-lead fixation . Upn: m365sc43160 . Model: sc-4316 . Serial: na. Batch: 33355604.

Event description:
It was reported that the patient developed an infection at the right side of the ipg pocket. There was a small hole at the ipg site and patient experienced pain. No device malfunction was suspected. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy.